Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead. The lead was explanted and replaced on 21 dec 2023. The patient was stable throughout.